Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a discrepant low elecsys hcg + beta test system (hcg+b) result for 1 patient sample. The initial hcg+b result was 1,090 miu/ml. No data flags were present on the hcg+b result, so the result was auto-verified and reported outside of the laboratory. The serum indices results from the same patient sample were all flagged with sample short alarms. The analyzer also had a diluent short alarm at the time of testing. The customer repeated the sample due to the above mentioned alarms and an hcg+b result of >10,000 miu/ml, with a data flag, was obtained. The sample repeated auto diluted and result of 95,535 miu/ml was obtained. A corrected report was issued as the hcg+b result of 95,535 miu/ml was believed to be correct. There was no adverse event. The hcg+b reagent lot was 17982505 with an expiration date of 31-jan-2018. The customer stated that there have been no problems with calibration, qc, or any other samples. The customer checked the patient sample for clots and fibrin and it appeared okay. The field engineering specialist (fes) found a sample handling error by the operator. No specific details were provided. The fes performed precision and performance testing which passed. The customer ran calibration and qc which also passed.

Manufacturer narrative:
Further investigation showed that a generic reagent issue can be excluded. Some of the pre-analytical conditions are unknown or not performed according to recommendations and this could lead to improper sample quality. Another indication that the sample quality was in question was that the sample was flagged with a short sample alarm for other test measurements run concurrently. Other possible root causes could be foam or bubbles on the sample surface, tilted tubes in combination with wet tube walls, or insufficient maintenance. The customer stated that they have had no further issues.